Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer confirmed that the fill estimate was accurate after the cartridge was reloaded and continued to maintain accuracy after delivering insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units, and the customer received an accurate initial fill estimate of over 60 units of insulin in the cartridge. Then, after delivering 20 units, the insulin gauge remained static at 105 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. The customer blood glucose level elevated up 300 mg/dl, and was addressed with a correction bolus.